Event description:
Reported as: lymphadenopathy/extravasation. Additional report states, "levy microbiology of left breast and "anapath on exerese" of left device breast capsule. Periprosthetic breast capsule having on its side intracapsular infiltration by cd30 + alcl ema +." As pathology has not been received to confirm alcl, this event will remain reportable as lymphoma.

Manufacturer narrative:
Device labeling addresses lymphoma: "lymphomas, including anaplastic large t-cell lymphoma (alcl) - documentation medical suggests that there is a possible association without evidence of causality between breast implants and the very rare occurrence of alcl in the breast. This disease is extremely rare and occurs in women with or without breast implants." Device labeling addresses rupture: "rupture - pts should be informed that the filled breast implants silicone gel does not last a lifetime, and that implant rupture is a possibility to consider. The decision to remove a ruptured implant, or is suspected to be, to be taken after reviewing all clinical data available and after careful thought about your pt. However, if implant rupture is diagnosed, it is recommended to remove the implant." Device labeling addresses lymphadenopathy: "additional complications - after a breast implant surgery, the following situations may arise and persist, and to vary in intensity and duration: pain, hematoma/seroma, changes in sensation in nipple and breast, extrusion, necrosis, delayed wound healing, tissue atrophy breast and deformities of the chest. Calcium deposits form sometimes in the capsule tissue surrounding the implant which is manifested by symptoms such as pain and firmness. Lymphadenopathy has also been reported in some women with implants."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)